Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported visualized tags due to prominent endothelial folding during laser assisted cataract surgery. After management of the capsule the surgeon saw a radialization which did not go posterior initially, however; during irrigation and aspiration under the implanted lens he saw the radialization go posterior. A vitrectomy was not required and the intraocular lens stayed in the bag. The surgeon reports that the support system was still good and no further issues were seen. Additional information has been requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release the root cause of the reported event cannot be determined conclusively. (B)(4).